Event description:
Event description guidant received information that this ventricular lead was unable to sense in bipolar configuration after the implant procedure. The threshold and impedance measurements were within the normal range and the lead functioned appropriately in unipolar configuration. A technical service consultant suspected that the bipolar electrode did not have adequate contact with the heart tissue.